Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization. Customer's blood glucose level went as high as 364 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they received too much insulin and went to the emergency room. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer was advised the insulin pump worked properly as designed which testing confirmed.